Manufacturer narrative:
(B)(4). Baxter received and evaluated. The device was found out of specification in relation to the reported symptom "failed the gravimetric high flow test (800 mls)," which was reproduced and confirmed during evaluation. The device was tested and flow rate inaccuracies greater than 5% were identified. Test results: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.359ml (-6.41%). Rate = 100 ml/hr, vtbi = 25 ml, delivery = 23.821ml (-4.716%). Rate = 400 ml/hr, vtbi = 100 ml, delivery = 94.453ml (-5.547%). Rate = 800 ml/hr, vtbi = 200 ml, delivery = 187.520ml (-6.24%). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 235.535ml (-5.786%). Evaluation assigned cause to over traveled valves and fingers. The device was re-worked to address this condition. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the gravimetric high flowrate test (800-ml) during preventive maintenance testing. It was also reported that there was no patient involvement.